Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis within a shipping box, a plastic bio-pouch, and an opened pipeline flex inner pouch (b684334). The pipeline flex device was returned within the phenom 27 catheter. ¿ damage location details: the pipeline flex pusher was found to be bent from ~40.5cm to ~46.0cm from the pusher¿s proximal end. The pipeline flex pusher was returned extending out from within the phenom 27 catheter hub for ~51.3cm. The phenom 27 catheter body was found accordioned from ~6.7cm to ~10.5cm from the proximal end of the catheter hub. The phenom 27 catheter distal tip was found flattened/ovalized. The pipeline flex braid proximal end was found damaged (frayed). The pipeline flex braid distal end was found still covered by the sleeves. ¿ testing/analysis: the pipeline flex device was found to be stuck within the phenom 27 catheter; therefore, the phenom 27 catheter was dissected (cut) to remove the pipeline flex device. ¿ conclusion: based on the device analysis and reported information, the customer¿s report was confirmed. The pipeline flex device was found to be stuck within the phenom 27 catheter. In addition, the returned pipeline flex pusher was found to be bent, and the phenom 27 catheter body was found accordioned. Damage to the phenom 27 catheter can occur if the pipeline flex device is advanced/retrieved against resistance. Possible causes of resistance include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush, or users pulls back on/torques wire while advancing pipeline in the catheter. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance in the middle section of the phenom 27 microcatheter and the proximal section of the microcatheter was accordion like due to the excessive resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c6 segment with a max diameter of 4.2mm and a 2.5mm neck diameter. The landing zone was 3.3mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the internal carotid artery diameter 3-6mm. Dapt (dual antiplatelet treatment) was administered. It was reported that in routine preparation for unruptured aneurysm surgery, after the phenom 27 (p27) was fully hydrated, the stent catheter was pushed to go upper to the lower trunk at the junction of m1-m2 through the intermediate catheter navien, and the stent was deployed after the stent was delivered into place. After the stent was fully hydrated through the y valve, it was delivered to the p27 microcatheter through the protective sheath and pushed to go upper. However, during the pushing process, the resistance gradually increased, and the main source of resistance was around the middle section of the microcatheter. The stent gradually couldn't be pushed in. When the problem was found and it needed to be withdrawn, and the resistance to withdraw was also very large. There was no choice but to withdraw the p27 and the stent at the same time. Under the operating table, it was tried to remove the stent, but the resistance was too great and the stent could not be separated from the microcatheter. Due to stocking reasons, there was no product of the same model, so in order to continue the operation, the competing product had to be re-opened and used. It was impossible to determine whether it was the catheter resistance that caused the stent to be blocked or the stent resistance that caused the microcatheter to be damaged. It was noted that the catheter was flushed continuously with heparanized saline. The proximal section of the catheter was damaged.  It was also noted that the proximal section of the pushwire was damaged. When pushing, the resistance gradually increased. Due to experience, the operator initially believed that the resistance was normal. Only after the guide wire kinked during pushing did the operator consider it abnormal. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f navien guide catheter. Additional information received that se clarify the report of the condition had been treated with other brand product.